Event description:
It was reported by the patient that they had an magnetic resonance imaging (MRI) scan, "get very tired after playing tennis or mowing the lawn." It was also reported that their rate response was not functioning correctly. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.